Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the emergency room with a heart rate of 170 bpm. The patient was given three external shocks which did not affect this rhythm. In addition, telemetry was unable to be established and magnet tones were unable to be elicited. Once the ICD was disconnected from the lead system, the patient's heart rate decreased to 100 bpm. Therefore, the ICD was explanted.